Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 27-jan-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient complained of a dysfunctional intrathecal pump. The patient was seen by the hcp and determined that a revision was necessary. Upon opening up the pump pocket it was noted that the catheter and the pump were twisted. The catheter was cut and tied off in the patient. A new catheter was placed and the pump was moved more superficially because the hcp believed it was too deep and that¿s why it was flipping. The operation was a success. No further complications were anticipated/reported.